Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the #2 or #10 contact (depending on what slot the lead was put into) continually failed both connectivity and impedance testing in both a wireless external neurostimulator (wens) and the implantable neurostimulator (ins) during a procedure on (B)(6) 2018. After repositioning the lead in the wens, the hcp adjusted it up and down in the epidural space, tried it in the other slot of the wens, and tried both ports in the ins. It was always the same contact regardless of what was tried. The hcp therefore determined it was a bad lead. It was pulled out and the hcp just kept a single lead implanted because they were able to achieve full coverage with that one. The pulled lead was in the possession of the hospital and the intent to return the device was reported. No further complications were reported.